Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00801. The issue was not duplicated after the se checked connector of internal wiring.

Event description:
The subsidiary service engineer (se) reported that during preventive maintenance (pm) and troubleshooting of MDR #1828100-2015-00801, the central control monitor (ccm) reboots together at the same time when the roller pump powered off by turning the adjustment knob. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by data log analysis. Entries in the logs suggest the system¿s vmot (24 volt supply) was affected by the alleged roller pump failure, and caused the central control monitor (ccm) to reboot. There was no malfunction that was attributed directly to the ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.